Event description:
Initial info was received on (B)(4) 2011 from a female consumer. This (B)(6) consumer used colgate motion powered toothbrush and it exploded in her hand, scaring her. As a result, her hand was red where she held the toothbrush and she thought it burned her. In addition, a piece of the toothbrush broke off and hit her strongly in the torso, resulting in red skin in that area too. When the event occurred (unspecified date), there was a big flame. At the time of the report, the outcome was unk. This case is referenced as (B)(4).